Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed that the ac power cord would not retract and the safety disk was expired. Upon review of the iabp log files, the stm observed error codes 2, 40, 42, 50,55, and 139 and due to the error codes, replaced the executive processor board. Upon further investigation, the stm observed the cause of the fiber optic sensor failure was a broken fiber optic sensor extension cable assembly and replaced the part to correct the issue. Additionally the power line cord was jammed in the retractor, and the stm freed the jam and observed normal function. Subsequently, the stm replaced the safety disk due to expiration then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated a "fiber optic sensor failure" message on the screen. There was no patient involvement and no adverse event was reported.